Event description:
On (B)(6) 2011, pt reported the up button on the infusion device does not respond to press. This began 2 days ago, and pt switched to her backup infusion device. Pt boluses approx 5 times per day and has used this infusion device since 2008. The button does not remain flat after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.